Manufacturer narrative:
Additional information has been requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.

Event description:
Pt underwent orif of the distal humerus on (B)(6) 2010. During a f/u visit, a non-union was noted with loosening of seven screws. Pt was revised on (B)(6) 2011. Two plates originally implanted were left intact and screws were removed and replaced. This is the 3rd of 9 reports submitted on this event.